Manufacturer narrative:
The engineer replaced the gear pump head and all probes. The rinse levels were re-adjusted. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with phos2 phosphate (inorganic) ver.2 on a cobas 8000 c 702 module. No questionable results were reported outside of the laboratory. The first sample initially resulted in a phosphorus value of 8.2 mg/dl and it repeated as 3.7 mg/dl. The second sample initially resulted in a phosphorus value of 8.4 mg/dl and it repeated as 2.9 mg/dl. The phosphorus reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer checked the gear pump pressure, cleaned the sample probe, and checked the cuvette filling volumes. The water quality was checked and was ok.